Event description:
It was reported that the patient presented in the operating room for a system extraction due to an infection. The infection was noted approximately one week prior. The cause of the infection was unknown. There was no claim that the device or system caused the infection. The system was explanted without adverse event and the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.